Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin. There was no reported adverse effect to the customer's blood glucose level.